Event description:
A cc4204bf model lens was implanted and removed due to a problem with the anterior chamber. There was no patient injury or product malfunction. The lot number and model of the injector and cartridge are unknown.